Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blocked alarm on (B)(6) 2024. The blockage was in the tubing. No further information available.